Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported damage to the battery compartment. Caller stated that customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 13.5 mmol/l. While in the hospital the blood glucose readings were 250 to 300 mg/dl. The insulin pump also had a blank display. The insulin pump will be replaced. Nothing further reported.